Event description:
The customer reported that when device was being used, it began arcing and gave off a small flame. There was no patient injury or ill-effects. No medical intervention was required. There was no patient burn related to the flame.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an investigation into the reported complaint in conjunction with engineering. One used lf1537 was received for evaluation. The returned sample did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection noted the jaw coating was melted. The reported condition was not confirmed. Inspection of the jaws found scratches and melting on the seal plate and damage to the jaw coating adjacent to the damaged metal. This condition is indicative of the user clamping on a metal object. The investigation identified the root cause of the reported event to be the user inadvertently grasping a metal object, such as a staple. The IFU states, do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. Manufacturing non-conformances were reviewed and no entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.